Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
Customer report shat he was involved in a vehicular accident in 2010 and insulin pump had suffered physical damage. Customer states display screen is cracked and polarized. Customer's blood glucose was 202 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).